Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches, nausea, eye irritation, and cough to clear chest. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. During the gfe attempt, the patient declined to answer questions and terminated the call even after the employee identified himself. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer later, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient alleges headaches, nausea, eye irritation, and cough to clear chest. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In section a: patient identifier has been updated. In section h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.